Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient came back to office 4 weeks post bunionectomy complaining of redness of incision. Surgeon noted reaction to suture. Suture was removed from patient in the office setting.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a surgical site. Photographic inspection of the surgical site noted redness and inflammation. A review of the device history record could not be perf ormed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The lot number of the product was not received but products undergo post packaging sterility testing. It is unlikely that the reaction was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. If information is provided in the future, a supplemental report will be issued.